Manufacturer narrative:
There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk. (B)(4).

Event description:
A nurse reported the system displayed an error message, related to an irrigation failure, near the end of the procedure. The extrusion and vitrectomy were disabled. The surgeon completed the aspiration manually causing a delay of 30 minutes. The case was then completed. There was no pt impact or canceled cases reported.